Event description:
The pt's mother reported, the clock on the infusion device has reset to '00:00h' unexpectedly on two occasions. Review of the device alarm history found one a3 (review time and date) alarm on (B)(6) 2012 at 12:06am. The correct hr was 8:00pm. Since that time, the pt experienced low blood glucose (value not provided). The pt's mother states, the infusion device is not working correctly and believes the pt rec'd to much insulin due to the incorrect time setting. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.